Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) for the patient with this right atrial (ra) lead requested help programming magnetic resonance imaging (MRI) mode. Technical services (ts) provided assistance and noted there were pacing impedances high out of range as well as intermittent noise on the atrial channel. MRI mode programming was not performed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) for the patient with this right atrial (ra) lead requested help programming magnetic resonance imaging (MRI) mode. Technical services (ts) provided assistance and noted there were pacing impedances high out of range as well as intermittent noise on the atrial channel. MRI mode programming was not performed. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field indicating that this right atrial (ra) lead could not be fully explanted, as it fractured near the pocket during removal and retracted into the vein. As a result, the remaining portion of the lead was abandoned. Subsequently, it was reported that a non boston scientific system was implanted. This product is not expected to be returned. No additional adverse patient effects were reported.